Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: br. J. Surg. 1988, vol. 75, october, 101-2-1-01-5. (B)(4).

Event description:
It was reported via journal article: title: "abdominoperineal and anterior resection of the rectum with retrocolic omentoplasty and no drainage." Authors: s. R. G. Smith, 1. Swift, h. Gompertt and w. N. W. Baker. Citation: br. J. Surg. 1988, vol. 75, october, 101-2-1-01-5. This study aimed to describe the experience of using the omentum for low colorectal anastomoses and primary perineal wound closure after abdominoperineal excision of the rectum. Since 01mar1986, 40 patients (n=19 male and n=21 female; mean age of 65±10.9 years) underwent anterior resection (n=26), abdominoperineal resection (n=11) and extended hartmann's operation (n=3), with retrocolic omentoplasty. All anastomoses in retrocolic omentoplasty were constructed using one layer of interrupted 2/0 nurolon sutures. In patients under anterior resection group, one patient developed anastomotic leakage with abdominal pain and fever for 24h settled on treatment with clear fluids "ad" antibiotics; gastrografin enema confirmed the presence of a leak and ultrasound showed small retrorectal collection, and later developed soft anastomotic stricture which was easily dilated digitally. Another 2 patients developed urinary tract infection with delayed rise in temperature which appropriately responded to treatment. Additionally, 3 patients demonstrated radiological leak for which 2 were asymptomatic and one was a (B)(6) female patient with vaginal discharge lasted in 4 days. Furthermore, 3 additional patients developed anastomotic strictures, one in (B)(6) female patient treated with dilatation of sigmoidoscope at 6 weeks, and the other two required dilatation under general anesthetic twice and three times, respectively after resections for diverticular disease and carcinoma. Rectocolic omentoplasty is a simple, safe and effective adjunct to rectal surgery.